Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2026. The elevated bg was addressed by a correction injection via manual insulin therapy. No assistance from a third party was required. The customer resolved the issue by changing the infusion set and cartridge. Ultimately, the customer reverted to an alternate method insulin therapy.